Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient fainted twice and was taken to the emergency room. The patient received an impedance warning. The lead had high impedance and noise was observed when further tested. The lead monitor was programmed to "adaptive". The physician advised replacement of the lead, but the patient refused, resulting in a return to the clinic five days later with more syncope and a loss of capture when the left arm was raised. The lead was capped and replaced. No patient complications were reported as a result of this event.